Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose in (B)(6) 2018 with blood glucose of 700 to 800 mg/dl at the time of the incident. The customer also went to the emergency room due to food poisoning. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and nausea for a week. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was getting intravenous steroids at the hospital at the time of the high. The insulin pump will not be returned for analysis.